Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the distal section of the balloon revealed no issues that may have led the device fracture. The balloon protector was not returned for analysis. It¿s possible that negative pressure was not being applied when the balloon protector was removed from the device which led to the fracture. The shaft polymer extrusion was fractured at the guidewire access port. There was evidence of material resistance at both break sites. Multiple hypotube kinks were also observed. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 15/4.00 flextome¿ cutting balloon¿ was selected for use. Upon opening the box, outside the patient's body, it was noted that the shaft was already fractured. The device was exchanged with another of the same device and completed the procedure. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. A 15/4.00 flextome¿ cutting balloon¿ was selected for use. Upon opening the box, outside the patient's body, it was noted that the shaft was already fractured. The device was exchanged with another of the same device and completed the procedure. No patient complications were reported and the patient's condition was stable.